Event description:
The customer reported the system displayed a precharge error. This error is likely to result in an un-commanded loss of system functionality. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack was replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.